Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that regen¿ tht® nc: 1.0ml had broken glass, contained foreign matter, was missing the label, and had additive abnormalities. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for foreign matter, glass breakage with the incident lot was observed. The customer¿s indicated failure mode for excessive additive quantity with the incident lot was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for foreign matter, glass breakage with the incident lot was observed. The customer¿s indicated failure mode for excessive additive quantity with the incident lot was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that regen¿ tht® nc: 1.0ml had broken glass, contained foreign matter, was missing the label, and had additive abnormalities. No serious injury or medical intervention was reported.